Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse discovered that there were bubbles in the wash and precision pumps. It was determined that the tubing that connects the pumps to the wash buffer was damaged at the connection. The fse replaced the tubing and all verification testing passed within instrument specifications. The introduction of air into the wash and precision pumps can lead to the incorrect dispensing of wash buffer into the patient sample. This would cause erroneous results as demonstrated in this event. In conclusion, a hardware malfunction of the aspirate probe tubing is the cause of this event.

Event description:
The customer reported obtaining higher than expected patient results for several assays including the parathyroid hormone (access pth) assay on the laboratory's access 2 immunoassay system serial number (B)(4). The customer noted that the results obtained did not match the clinical presentation of the patient and thus were questioned. Results of reanalysis were not supplied. The elevated results did not get reported out of the laboratory, therefore there was no known change to or impact to patient treatment in conjunction with this event. Qc (quality control), calibration and system check information was not supplied. The customer did not supply any information regarding sample collection or sample processing including centrifugation time and speed. There are no indications of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.